Event description:
It was reported that during a laparoscopic hernia procedure, two devices were fired and the staples for both devices came out straight and did not form. A third device was used to complete the procedure. There was no adverse consequence to the pt reported. Both devices were discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.